Manufacturer narrative:
Product analysis: it was found on analysis that the programmer showed "printer is overheated". Internal inspection reveled a burnt out component. The upper hinge plate was cracked. Hard drive health was less than 100%. There was a loose electrocardiogram (ECG) on the link electronic module (lem) board. The solder joints on ECG were cracked. The micro processor unit (mpu) required replacement. Due to lack of available parts the programmer was scrapped. Loose ECG on lem board. Solder joints on ECG are also cracked. Need to replace lem board. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.